Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: during investigation, the battery compartment was cracked at threads on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister, with a leak. The pump was unable to power up and was completely unresponsive. The reported ¿short battery life¿ issue was unable to be adequately investigated. The pump cover was removed and no further moisture corrosion was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.